Event description:
Reportedly, pt had a 6x150 placed ahead of this stent with no problems. When 7x150 was put in, the stent was deployed 20 to 30mm in pts sfa and the thumb wheel stopped working. Dr had to take apart handle to grab tube and sheath and try to get the rest of stent to deploy. Also noted that the luer and the hypotube were sticking out of the back of the handle prior to handle being taken apart.

Manufacturer narrative:
Evaluation summary: the device was rec'd with the handle broken apart with a part of the distal section of the handle broken away from the main handle body. The dilator tip has detached and is stuck inside the introducer along with what appears to be part of the stent. The stent is still inside the introducer sheath which was found to be rippled or accordion, as if pulled on with abnormal force. The stent was removed by slicing the introducer sheath cover off and removing the outer coil wire removing the pressure around the stent. It was noticed that the stent was stretched to approximately 160mm instead of 150mm. The stent was submerged in warm water to bring it back to original length which then measured at approximately 130 to 133mm. This would indicate that 17 to 20mm of the stent is missing. Per hospital, pt is scheduled for reoperation. Method: digital photos taken of returned device.